Event description:
The customer reported that the system would re-boot intermittently, and the monitor was blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The right and left user interfaces were replaced, and the calibration and configuration data were reloaded. The system was tested and found to be working as intended and put back into service.